Event description:
It was reported that a novum iq syringe pump had an issue of dose error during delivery in the anesthesiology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation performed the fluid delivery test. The flow accuracy test results passed. The reported condition was not verified. The pump was able to successfully infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.